Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that interaction with the severely tortuous anatomy resulted in the noted multiple shaft bends preventing the shaft lumens from moving freely; thus, resulting in the reported activation failure and the reported/noted mechanical jam. Interaction/manipulation of the compromised device resulted in the noted wrinkled sheath likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a right common carotid dissection. When attempting to deploy the 8x30mm acculink carotid stent system, resistance was felt at the handle and the stent partially deployed. Therefore, the device was pulled back through the femoral sheath and removed, but the stent was not with the device. Fluoroscopy revealed the stent was located inside the introducer sheath. The stent was removed along with the sheath. A new 9-7x30mm exact stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.